Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received an inappropriate shock therapy due to an atrial tachycardia incorrectly conducted faster than expected. The incorrect conduction had resulted in no supraventricular tachycardia discrimination. A programming change was made to the supraventricular upper limit. The patient did not experience any further consequences and is doing well.